Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cables loose at the distal end. The housing was opened to find the cables were loose at the proximal end. The cables were then cut at the clamping pulleys to find that there was no damage to the hypotubes inside of the maintube. There was no damage to the cables just loose. An additional finding not reported was various scratches on the distal end of the main tube with light material removal. One of the scratches measured approximately .195 - .286 in length and was not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a tenaculum forceps instrument, the tip was broken. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported. On(B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter at the hospital and obtained additional information regarding the reported event. She indicated the tenaculum forceps was not broken but the fiber cables were very loose and they did not tighten and were not performing well. She also indicated that it might have popped off the pulley wheels.